Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading 115 mg/dl. The customer stated that the insulin pump had a sticking up button, causing the numbers on the device to scroll without input. No significant events leading to the keypad issues were observed. The customer stated that, while trying to get the settings out of the insulin pump, he received a button error alarm as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.